Event description:
It was reported that an ilet pump was dropped, resulting in a cracked screen and subsequent device resets, and a replacement pump was shipped. Symptoms included fluctuating blood glucose levels outside the target range for a few hours without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included no reported injury and continued use of the cgm with a phone or receiver until the replacement arrived. Investigation included collection of event details, verification of device serial number and shipping information, and user education on data sync, shutdown, return procedures, and re-startup of the replacement device. Investigation of this device revealed physical damage to the pump display consistent with accidental impact and user handling, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.